Manufacturer narrative:
Batch review performed on 26 october 2021: lot 178360: (B)(4) items manufactured and released on 03-apr-2018. Expiration date: 2023-03-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: liner: cc e cc light 01.26.3248hcat hooded pe hc fixed liner ø 32 / f (k103352) lot. 181147. Batch review performed on 26 october 2021: lot 181147: (B)(4) items manufactured and released on 04-jun-2018. Expiration date: 2023-05-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: stem: amistem h 01.18.135 ha coated std stem size 5 (k093944) lot. 180763. Batch review performed on 26 october 2021: lot 180763: (B)(4) items manufactured and released on 20-jun-2018. Expiration date: 2023-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 183346. Batch review performed on 26 october 2021: lot 183346: (B)(4) items manufactured and released on 04-sep-2018. Expiration date: 2023-08-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
Revision surgery about 2 years and 10 months after primary due to hip infection. During revision it was found that the stem was loose. Antibiotic spacer implanted successfully.